Event description:
Related manufacturer's reference number: 2017865-2021-31918 new information received notes that the right ventricular (rv) and left ventricular (lv) lead were capped on 14 sep 2021. The physician also opted to explant the pacemaker (pm). A new rv, lv, and pm were successfully implanted. The patient was in stable condition pre, during, and post procedure.

Manufacturer narrative:
Additional information - b5 & h6.

Event description:
Related manufacturer's reference number: 2017865-2021-30307. It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that the right ventricular (rv) lead was exhibiting oversensing leading to pacing inhibition and the patient experiencing pre-syncope. Upon follow up, it was discovered that there also presence of left ventricular (lv) oversensing. Noise was not reproducible. Programming changes were made to the lv lead. The patient was in stable condition.

Manufacturer narrative:
Correction - b1, b2, and h1 (additional surgery).